Event description:
The patient's family member reported that the patient got electrocuted. It was noted "moved to left side glute" because they were having trouble reaching, problem with charging, and had to be right on it or it would not charge. The unit was moving a little bit in the back since implant. They saw an orthopedic surgeon in the morning for shoulder and neck because they got injections in both places, they went for follow-up for shoulder that afternoon with doctor and manufacturer representative (rep), (B)(6) 2016. Ironically in the morning was standing two feet from the patient and the patient got electrocuted, threw their feet backwards and hit their head on exercise equipment, shoulders, and had scrapes and marks on back, and black and blue on glutes, it was also noted that the coccyx bone hurt, and had a fractured ankle that was starting to bother the patient. The patient was in a boot the day of the report. The manufacturer representative (rep) saw the patient and said that the patient could get shocks and pulses, and hit the dresser. The rep made adjustments to machine that day and the patient was in pain at the time of the report, it was stated that all problems had been exacerbated. The patient had therapy in the house and patient was hurting all over again if therapy stopped. The right arm was bothering them. There was extensive rehab, extensive home care, got re-evaluated, continued care, and now was set back because of this. The patient was back in the boot on the day of the report, black and blue, nurse was going to look at the cuts on back and look at bruising. The doctor was going to take the wires and relocate the device to the left glute, put the box in front because they could not reach it. They were meeting with the doctor and technician on thursday. The patient was still in shock, they had the device very low. The patient was scared to get out of bed. They were in a brace again and was out of this for months, there were problems here and there getting it charged, the dates were unknown. They never had trouble adjusting. They had problems with the device moving. It was stated that it knocked them to their feet, like something threw a foot, no control over body at all. The patient would not leave the bed without anyone. It was noted that the rep reprogrammed and made adjustments on (B)(6) 2016 and nothing was found in the device that day. The patient got electrocuted on (B)(6) 2016, the ins moved on (B)(6) 2016, the problems charging were since (B)(6) 2016, and the problems with the ankle, black and blue on the glutes, cut on back, scratches, coccyx was on (B)(6) 2016. There was a mention that the device had ultimately made all previous injuries worse than they were before. They claimed that the device was defective. On (B)(6) 2016 the manufacturer representative (rep) stated that they met with the device and the device was not defective. On (B)(6) 2016 the rep indication that it sounds like the patient may have received overstimulation due to a postural change in the upright position. Impedances were run on the system and all were normal. No issues with the system. The patient was in pain because they turned down the stimulation very low and did not turn it back up. When the patient was seen they had the spinal cord stimulator (scs) on but could not feel it. Reprogramming was performed and the patient was instructed to contact the office or manufacturer representative (rep) if there were any issues. No contact had been made. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they saw the patient on (B)(6) 2016. The rep checked the device and electrode impedance and everything checked out fine and no additional reprogramming was performed. The rep did provide a device update to the health care professional (hcp) and patient had follow-up appointment to see the hcp on another date to discuss other medical issues and possible changing out the implantable neurostimulator (ins) as due to physical constraints. The patient and family had difficulties recharging, however, when the rep checked the equipment and tried charging the ins they did not have any issues. Since the incident the patient had not experienced any other shocking incidents. The rep reported that the electrode impedances were within normal limits and that they had stimulation. It was mentioned that there was some discussion of possibly replacing with a non-rechargeable due to difficulty charging due to physical restraints from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.